Event description:
It was reported to boston scientific corporation that a wallflex rx biliary fully covered stent was implanted on (B)(6) 2011 as part of the (B)(4) clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2005. On (B)(6) 2011, a baseline biliary obstruction symptoms assessment was performed and included the symptom of right upper quadrant pain. In addition, liver function tests were performed. A pre-stent cholangiogram revealed a distal biliary stricture. A sphincterotomy was not performed during the stent placement procedure as one had been performed prior. The stricture was previously dilated with two plastic stents; the stents were removed before the stent placement. During the procedure, the stent was placed in a satisfactory position across the stricture. The patient was treated as an inpatient and was discharged on (B)(6) 2011. On (B)(6) 2011, the patient experienced moderate intermittent left upper quadrant pain. The patient was treated by medication. The complainant has not yet indicated that the event has resolved.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.